Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the pacemaker exhibited noise oversensing presenting as high ventricular rate (hvr). No intervention was performed. The patient was in stable condition.